Event description:
It has been reported that AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Device eval pending - issue is being reported as alert cannot be cleared by operator.